Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. Due to lower sensor value the customer self-treated with glucose tablets and food. As a result, the customer experienced dizziness, sweating, and disoriented, and was hospitalized for 7 to 8 days. During hospitalized the customer required administration of unspecified treatment from healthcare professional (hcp) and hcp performed daily finger-stick blood glucose tests and hcp applied new adc device for treatment. The customer was diagnosed with a kidney infection and pneumonia. There was no report of death or permanent impairment associated with this event.